Event description:
It was reported that during an unrelated atrial lead laser extraction fluoroscopy showed externalized conductors. All measurements were stable and within range. The lead was explanted and replaced due to possible damage caused during atrial lead explant.

Manufacturer narrative:
(B)(4). A partial lead was returned in five segments for analysis. External insulation abrasion was noted at 0.1-0.3cm from the cut end of the piece of insulation and at 44.8-45.0cm and 45.2-45.4cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.2-12.5cm from the distal tip. The etfe coating was damaged during explant at this location.